Event description:
My wife has a st. Jude medical aicd with riata leads that were implanted in (B)(6) 2005. Her -new- specialist, after following up with the fact that he knew riata leads from st. Jude medical have been recalled, started an investigation to determine if there was externalization with the conductors. This lead to the finding that her device is not properly administering the necessary therapy, because wires from within the lead have broken down the encasing and have become externalized. In the end, her specialists have determined that it is essential to replace the leads and device immediately -(B)(6) 2012-.